Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a demo ilet device exhibited an unresponsive display, with the user perceiving haptic feedback on wake button press but no visible screen output, and no alarms or alerts were reported. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included device replacement and collection of the reported unit for analysis. This case revealed a suspected device display or user interface malfunction consistent with a screen failure in the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display hardware.